Event description:
On (B)(6) 2011, the customer obtained lower than expected accutni results within the normal reference range for two patient generated by the access 2 immunoassay. The erroneous results were not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The samples were repeated on the same instrument and an alternate access 2 instrument. Higher results within the risk stratification for both samples were obtained. The accutni samples are collected in plasma tubes and analyzed from nesting cups within the primary tubes. The customer centrifuges samples in a statspin centrifuge for ten minutes. The customer stated to customer technical support that they check all samples for volume, color, etc. And the laboratory's environmental temperature is regulated to approximately 20°c. All four levels of accutni qc were within the customer's established range before and after the event. System check was performed on (B)(6) 211 and (B)(6) 2011 and both tests passed within instrument specifications. On (B)(6) 2011, the customer performed ten replicate precision test using the accutni level 1 qc material, which failed with two outliers. On (B)(6) 2011, a field service engineer (fse) and performed the following: checked the ultrasonic voltage setting, which was set to 163 votls. Noted that the ultrasonic voltage was set to 197v two weeks during a preventive maintenance. Replaced the transducer and performed main pipettor alignments and adjusted the pipettor temperature to 37°c. A wet/dry level sense test and a routine system check; both passed within instrument specifications. A precision test using low level accutni qc material and then ran the assay qc; all results were within the expectations of the assay and qc ranges. Although service was dispatched and addressed some hardware issues, a definitive root cause has not been determined for to date for this event.